Event description:
It was reported that the insulin pump alarmed no delivery during bolus delivery. The customer stated that some insulin was delivered but not all of it. The customer stated that they did not know their exact blood glucose level but it was not over 250 mg/dl. The customer stated that they were not home and did not have extra supplies, so troubleshooting was not performed. They stated that it's hurting a bit more than usual when placing the infusion set into their body. The customer was advised that the alarm could be caused by a bent cannula and they were advised to call back once they were home so troubleshooting could be performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).